Event description:
It was reported that one day post implant the patient felt pain in the chest with ventricular pacing and a feeling of "blood in the back of throat". The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.